Event description:
It was reported to boston scientific corporation that an optilflo injection needle device was used during a colonoscopy procedure. According to the complainant, during the colonoscopy, the needle was used to mark the polyp location. However, after injecting the dye, the needle failed to retract. The needle was slowly withdrawn from the colonoscope and another optiflo injection needle device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4):the device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The report of the needle failing to retract was not able to be confirmed. The returned optilflo injection needle device was examined. A visual inspection found no issues. A functional test found no problems in advancing and retracting needle using thumb ring; the needle entered and came out of the sheath completely. The most probable root cause of the reported issue is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an optilflo injection needle device was used during a colonoscopy procedure. According to the complainant, during the colonoscopy, the needle was used to mark the polyp location. However, after injecting the dye, the needle failed to retract. The needle was slowly withdrawn from the colonoscope and another optiflo injection needle device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.